Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to contamination of the battery charger. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated battery board. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) female pt's mother called zoll customer support to report that the pt's battery charger/ modem was indicating a charger fault. The pt was issued a replacement battery charger/ modem.